Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. It was unknown what caused the lens to tear. The injector model used was a indigo-p, lot number was unknown. The cartridge that was used was a sfc-25, lot number was unknown.